Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse called to report that the customer was hospitalized due to diabetic ketoacidosis (dka). Customer's nurse reported that the customer ran out of supplies and ended up with high blood glucose. Customer's blood glucose reading at the time of the incident was 513 mg/dl. Customer was placed in the intensive care unit (ICU). Customer's nurse reported that the customer was not wearing the insulin pump at the time of hospitalization because he did not have supplies. Customer was not able to complete troubleshooting at the time of the call. Replacement products are being sent.